Event description:
It was reported that a minimum fill notification occurred after the customer attempted to reload the cartridge with 80 or more units of insulin remaining. A new cartridge was loaded to resolve the issue. There was no adverse impact to customer's blood glucose